Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 395 mg/dl for one week. She bolused through the infusion device to lower her blood glucose and was sometimes successful. On (B) (6) 2010, her blood glucose was elevated and she changed the infusion set and was unable to lower her readings. She removed the insulin cartridge and found insulin leaking into the cartridge compartment of the infusion device. She changed the insulin cartridge. Her normal blood glucose range is 80-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.